Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker revealed the right ventricular (rv) lead had no capture due to the lead dislodgement. The rv lead was repositioned successfully and the patient had no adverse consequences..